Manufacturer narrative:
Date of implant is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported therapy loss occurred following the patient receiving an end of service message. As a result, the patient may undergo surgical intervention.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.